Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicates the insulin pump initiated a suspend on low. Sensor glucose reading was 2.8 and blood glucose reading was 7.4, outside of the acceptable range. It was reported the customer tried calibrating and failed then after a while tried again and it accepted and the readings came back into range. It was reported the readings are always erratic. It was reported that the customer was taking a steroid and was active. The sensor will not be returned for analysis.